Event description:
It was reported that an ilet pump displayed alert 60 indicating a bluetooth communication malfunction after the pump lost power and was placed on a charger; multiple restarts by the user and with support did not resolve the alert, and the user transitioned to backup multiple daily injections while a replacement was arranged. Symptoms included no reported changes in blood glucose and no physical symptoms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting, user education on shutdown, confirmation of continued cgm use with the dexcom g6 app or receiver, and logistical follow-up for device return. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.